Event description:
It was reported that a user experienced sustained hyperglycemia while on ilet, including repeated manual injections for high glucose alerts, multiple meal announcements closely spaced, a suspected paused delivery with later resumption, and persistent high glucose despite remaining connected; the user subsequently disconnected the pump, reverted to mdi, and later reported improved control after relocating infusion sites and using over patches, suggesting infusion site or absorption issues. Symptoms included headaches and blood glucose readings over 300 mg/dl for approximately two hours with negative ketones. Outcomes included self-management without medical intervention or hospitalization. Investigation included data review, user interview, and troubleshooting education covering device syncing, infusion site placement, and consideration of an alternative infusion set. Investigation of this case revealed probable infusion site failure or poor absorption possibly related to scar tissue, user behavior contributing to glycemic excursions through clustered meal announcements and use of meal entries as corrections, and a reported syncing difficulty without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and infusion site/absorption issues rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.